Manufacturer narrative:
The returned driver was evaluated. One of the hex sides at the tip was found to be twisted, while the other sides of the hex show only minor material displacement. This occurred likely as the result of not having the driver fully engaged with the mating plug during tightening of the plug. A review of the DHR did not identify any manufacturing issues which would have contributed to this event.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Reference report 3012447612-2018-00255.

Event description:
It was reported that the tip of a screw driver deformed during usage because the torque limiting handle was not working correctly. An alternative driver and handle were used to complete the procedure without any reported patient impacts. This is report two of two for this event.

Manufacturer narrative:
The mating torque limiting handle was evaluated and found to output torque above the specifications. Therefore the cause of the driver twisting has been attributed to a failure by the torque limiting handle, and not a failure of the driver itself.